Event description:
It was reported that this pacemaker had a signal artifact monitor (sam) and minute ventilation (mv) was disabled. Right atrial (ra) lead was noted. The patient reported fatigue when mv gets disabled, safety switch was turned off. Technical services (ts) was consulted about reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had a signal artifact monitor (sam) and minute ventilation (mv) was disabled. Right atrial (ra) lead noise was noted. The patient reported fatigue when mv gets disabled, safety switch was turned off. Technical services (ts) was consulted about reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this ra lead has been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.